Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed. Conclusion: a follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that during a left ventriculogram procedure, the rotator broke at 750 psi. No harm or injury was reported.